Manufacturer narrative:
Follow-up # 1 6/15/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 5/22/2012 with the following findings: on investigation, there is no peeling or visible damage of the keypad; however, the symbols are worn off of the up arrow and ok keypad buttons. The up arrow keypad button responds intermittently when pressed and requires excessive force to evoke a response. All other keypad buttons are appropriately responsive and have normal spring back or click. The keypad was removed to investigate and revealed contamination present under the key contacts and the up arrow key contact was misaligned.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
The patient claimed that the up and ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.